Manufacturer narrative:
Upon further evaluation of the device, service found leakage from both sides of the biopsy channel, caused by damage of the biopsy/instrument channel. Due to the clogged nozzle, the water flow and water removal were out of specification. Due to the deterioration of the universal cable unit, horizontal noise occurred in the image, and the image was not visible. Due to wear of the angle wire, the bending angle in the up/down direction was out of specification. Due to wear of the angle wire, the play of the up/down and right/left knobs were out of specification. Due to corrosion on the switch box, all switches were not working. Switch #1 had a cut. The objective lens had a crack. The distal end had a dent. The adhesive on the bending rubber was detached. The bending rubber had discoloration. The image guide protector was shaved. The suction cylinder was shaved. The forceps channel port was shaved. The connecting tube and grip were dirty. The universal cord had discoloration, and the water supply connector was loose. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported a leak from the biopsy/instrument channel, no image, horizontal stripe in the image, and reduced angulation. There was no patient or user injury reported due to the event, as the issues were found by the technician during reprocessing of the subject device. The device was returned to an olympus service center for evaluation. During inspection and testing, service found foreign material in the nozzle. This report is being submitted for the foreign material found by service during the device evaluation.

Event description:
Customer reported additional information that there was inspection of the device before procedure. Preformed pre-cleaning immediately after procedure. Presoaking was performed. The external surfaces of the insertion tube were wiped clean. The scopes were stored by "simple almirah" which were well ventilated.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was that the reprocessing was not conducted in accordance with the instructions for use due to leakage in the biopsy channel. The identification of the material was nonconclusive. Olympus will continue to monitor field performance for this device.